Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The reported event of high impedance was confirmed. As received, microscopic inspection and continuity testing showed channel #1 electrical open was found on the returned lead. The reason for the event remains unknown.

Manufacturer narrative:
E1, initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced.